Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00082 on may 5, 2015. On 05/06/2015 additional information: the customer address was provided: (B)(6)

Manufacturer narrative:
On 08/10/2015 additional information: the issue of the potential (B)(6) results could not be confirmed. The customer has not provided any supplementary patient medical history and the sample is not available for further testing and investigation. The cause for the (B)(6) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
(B)(6) advia centaur xp (b)6) results were obtained on samples from three patients. The historical results for the patients were equivocal on the advia centaur xp platform and (B)(6) on an alternate method. All three samples were confirmed (B)(6) by the immunoblot (inno-lia) method. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp (B)(6) result.

Manufacturer narrative:
The siemens field service engineer (fse) and siemens field application specialist (fas) went to the customer site. The sample probe, reagent probe and all washes were checked and were acceptable. A precision run was performed with the negative and positive controls. The results were acceptable. The cause for the discordant (B)(6) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific hcv serological markers."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00082 on may 5, 2015.siemens filed the MDR 1219913-2015-00082 supplemental report 1 on may 11, 2015.on 05/22/2015 additional information:no other information or clinical history was provided for the three patient samples, therefore, a cause for the discordant hcv results could not be determined.siemens healthcare diagnostics is investigating.